Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient undergoing coronary artery bypass was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that the patient experienced arrhythmia. Reportedly upon a recommended inspection of the aortic valve (av) it was noted that the av did not have good closure, the valve was adjusted. The patient remained on impella support and was successfully weaned. Patient survived the procedure.

Manufacturer narrative:
The investigation of vf/vt/af/at has been completed. As the necessary clinical information was not provided, the root cause of the vt/vf was not determined."

Event description:
The complainant also reported that there were placement signal issues. The pump was confirmed to be in the proper position.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed of optical signal issue: data logs were reviewed and there were several distinct drops in the pump's signal-to-noise ratio (snr)/contrast through the first couple days of support. Additionally, the placement signal is trending downward throughout the case to values lower than expected. Returned product was investigated and there were no abnormalities noted. The pump passed the laser continuity test. It was then connected to a console and the 5s parameters were all within specification. Finally, it was run in a bucket for 2 hours and all 5s parameters continued to be within specification. Based on the reported clinical details, data logs, and returned product, the root cause of the optical signal issues was determined to be patient condition. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1. Product problem updated. B5. Updated to include optical signal issue description. H6. Updated to include optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-23935. B7. Other relevant history, including preexisting medical conditions updated. D10. Concomitant medical products and therapy dates updated.